Event description:
The customer obtained multiple, non-reproducible, lower than expected, vitros phbr quality control results using a vitros 5,1 fs chemistry system. The following results were obtained: qc fluid lot n2096 = 10.69 vs. An expected result = 13.74 ,g/ml; qc fluid lot q2098 = 45.59 vs. An expected result = 62.17 ,g/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected, vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. Expected performance was achieved using an alternate reagent lot. The investigation was unable to determine a definitive root cause. However, the most likely cause of this event is a reagent related issue. Additional investigation by ocd regarding vitros phbr reagent performance is ongoing.